Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2023 due to pump infection. The patient had presented to the hospital with discharge from the driveline exit site which the patient stated that they had for approximately one year. A positron emission tomography-computed tomography (pet CT) was obtained, which showed pump infection. The source of the infection was complicated by bacteremia; cafepime (maxipime) was given for infection leading up to exchange. The patient was reported to be hemodynamically stable post exchange. The device operated as expected.

Manufacturer narrative:
Related MFR covering the onset of infection MFR# 2916596-2023-02285. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.